Event description:
On sunday, the alaris pump started alarming. When nurse opened the chamber door to the pump, she discovered an "aneurysm" in the tubing. The pump was running d5ns. The tubing was changed and no harm came to the patient. The packaging was not saved, but it is assumed to be part of lot 2426-0500 since that is all that was in their storeroom. Copies from si report (B)(4).